Event description:
A malfunction alarm was reported with no notable events preceding it. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any recurring issues.